Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that while preparing the 3.5x15mm nc trek dilatation catheter, resistance was met during protective sheath removal. That same 3.5x15mm nc trek advanced to the proximal left anterior descending (lad) lesion without issue and balloon inflation was performed. Following, the balloon was unable to deflate. The device was removed from the patients anatomy without issue. There was no adverse patient effect and there was no clinically significant delay. There was no other additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: while the nc trek balloon remained inflated in the patient anatomy, a guide wire was used to puncture the balloon, which was then removed from the patient without issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.